Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). Per the reporting facility's biomed technician, his report stated that he "did not believe that machine had anything to do with the incident; that the machine performed correctly and that this was operator error". All available information was forwarded to the actual manufacturer, b. Braun (B)(4), and the investigation into the reported event is on going at this time. A follow up report will be provided after the device is received and the evaluation results are available.